Event description:
Left ventricular (lv) lead pacing impedance measurements were greater than 3000 ohms, which was high out of range, along with intermittent loss of capture (loc). Noise was detected on the lv lead channel. This was due to a suspected lv lead fracture. Device remains in service.